Event description:
The manufacturer was made aware of a product complaint on (B)(6) 2025. It was reported that a surgeon noticed metal shavings after implanting a system plate and screws. There were no patient complications or delay in surgery associated with this complaint. The implants were unable to be returned to the manufacturer as they remain in the patient. No additional information available. Report 1 of 2.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the complainant. No device was returned for evaluation; further no photographs were provided. Operative notes and/or medical records were not provided for review of usage/technique. It is unknown if the metal shavings came from the plate, screws, or another unknown source. A review of manufacturing records was unable to be completed as the lot information of the product was not available. No further investigation was able to be performed at this time. A root cause was unable to be determined with the information provided, however it may be possible that if the screws weren't placed directly in the center of the holes in the plates, they may have unintentional contact and could result in shavings. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. There have been zero other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor for reports of system implants and perform complaint investigations as appropriate.